Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument was placed on an in-house system and driven, recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly. The instrument was fully functional. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure the hem-o-lok medium large clip applier instrument was allegedly not holding clips. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.